Event description:
The customer's father reported that the customer was hospitalized, due to hyperglycemia. The blood glucose meter reported read "high" at the time of the event. Troubleshooting was performed and found that the date on the insulin pump was wrong. The insulin pump failed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.